Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error while rewinding the insulin pump, blank display and partial display. Customer¿s blood glucose level was 229 mg/dl. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that the drive support cap was normal. Customer states the contacts on the battery cap was not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return. Customer checked to make sure customer was inserting battery correctly and the display returned. Customer was now dealing with partial display. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly and motor error alarm due to blank display. Motor passed motor test. (B)(4).